Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2024-00715 but should be included under this report. 3 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 3 events had no patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 1 device was received. 1 device was not available for evaluation. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. - 2 events had no patient involvement; no patient impact.